Manufacturer narrative:
Investigation results will be provided in the final report

Event description:
It was reported the patient did not recharge their ipg as recommended. As such, their ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Surgical intervention addressed the patient's issue.